Manufacturer narrative:
Citation: de bonis m. Optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years european journal of cardio-thoracic surgery, volume 50, issue 3, 1 september 2016, pages 488¿494, doi: 10.1093/ejcts/ezw093 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation. All data were collected from single center between 1999 and 2013. The study population included 143 patients (predominantly male; mean age 62 years), an unknown number of which were implanted with medtronic duran ancore ring. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 31 deaths occurred due to congestive heart failure (chf), myocardial infarction, right ventricle (rv) failure following heart transplantation and rv failure after left ventricular assist device (lvad) implantation. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, low cardiac output and mitral regurgitation requiring surgical re-intervention including: heart transplantation, left ventricular assist device (lvad) implantation, and mitral valve replacement. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.